Event description:
It was reported that the infusion set was leaking at the headset. This issue occurred with at least 5 samples, the customer stated.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. H3 other text : the customer discarded all samples, no product will be available for investigation.